Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the performed investigation, it was not possible to determine the root cause. The product evaluation identified an elongation of the delivery wire thread. This occurrence can appear due to not turning the pin vise counterclockwise to detach the delivery wire from the coil and/or to the pin vise not being properly locked to the proximal end of the delivery wire as specified in the IFU. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: tds-110-pda/ e3382343 ((B)(4)) and imwce-5-pda5/ e3310048 ((B)(4)) are used for the procedure. The coil was advanced to the target site though, it would not be detached. Then, the delivery system with the coil attached was removed and these devices were replaced with another pair of tds- and imwce- to complete the procedure. Patient outcome: there have been no adverse effects to the patient reported.